Manufacturer narrative:
The reported issue of instrument sparking was not confirmed by failure analysis. The maryland bipolar forceps instrument was analyzed and visual inspection did not reveal any damage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Manufacturer narrative:
The maryland bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the maryland bipolar forceps instrument had spark occurred on instrument during bipolar usage. The instrument replaced with a new one and procedure completed okay without injury. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 29-oct-2024: the instrument was inspected prior to use and no damage was observed. No damage was noticed after the arcing event. The cannula was inspected prior to use. No pin/gauge was used to inspect the cannula. It was unknown if arcing was observed. The surgical task was cauterizing. The type of energy used was bipolar. The instrument was connected properly to the erbe. The other energy instrument used was a monopolar curved scissor (mcs). There was no instrument collision. The arcing event occurred when instrument tip(s) was in contact with tissue. The instrument tip(s) did not touch any staples, clips or sutures while instrument was energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. No patient injury or harm. The patient did not return to the hospital due to experiencing any post-surgical complications as a result of the arcing event. No media available for review.